Event description:
It is reported that surgery was delayed for 1 hour when the floating screw came out of the offset inserter.

Manufacturer narrative:
Evaluation summary: as returned, the offset stem trial adapter screw is within the adapter and floats freely as designed. When applying pressure to turn the screw with a hex driver, irregularities between the mating surfaces of the screw and adapter can be felt. In general, these irregularities could be attributed to, but is not limited to, deformation from excessive force application, off-axis force application, or material wear; however, with the available information, the root cause for screw separation cannot be conclusively determined at this time. Device history records indicate all components were manufactured and inspected to specification. The product was returned for evaluation. The provisional instrument has been in the field for approximately 4.5 years; however, actual usage of the instrument is unknown. There is superficial scratching on the outer surface near the proximal end.